Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent embolization occurred. The rca (right coronary artery) lesion was accessed using a 6f jr4 guide catheter over a 300cm wire. Predilation was performed with a 2.5x12mm apex balloon. One 3.0mm taxus liberte stent was successfully placed; however, the physician reportedly underestimated the lesion length and attempted to place this 3.0x12mm taxus liberte stent distally. Resistance was felt while attempting to cross the previously placed stent and the delivery system was removed. Upon removal of the delivery system, the taxus liberte stent was no longer on the delivery system. The physician was unable to locate the stent under fluoroscopy. The final location of the stent was unknown. The procedure was ended with the patient in stable condition with no complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.